Manufacturer narrative:
The device evaluation is anticipated. However the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received.

Event description:
It was reported that during use, the pressure tubing detached which caused an arterial hemorrhage and approximately 200 ml of blood loss. There was no need for a transfusion. No other patient complications reported.

Manufacturer narrative:
The investigation concluded that the most probable root cause of the detached tubing at the bond joint with the vamp adult reservoir stopcock is related to an incorrect solvent bonding execution during the assembly process. Personnel acknowledgement was conducted at the manufacturing site to prevent recurrence of this type of complaint.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
One vamp adult system was returned for examination. The reported event of detached tubing was confirmed. The tubing had detached from the bond joint with a vamp reservoir stopcock. Indications of bonding solvent was evident on locations of the tubing bond surface area. The tubing outer diameter was measured near the point of detachment and was found to be within specification. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. It is common clinical practice to inspect all products before usage. These products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise during use. If the pressure tubing becomes detached during use, it will affect the pressure waveform, which will immediately alert the clinician to begin the troubleshooting process. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. In this event, there was no patient injury noted. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.